Manufacturer narrative:
B3: aware date was used as event date as the actual event date is not known.

Event description:
Reported via patient call center: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was successfully implanted on (B)(6) 2022. The patient was discharged. At an unknown time, the patient had a pulse field ablation, and a clot was noted in the top of the closure device. The patient stated they were told to take 5mg eliquis twice a day to try to dissolve the clot. The patient will return in (B)(6) 2026 to determine if the event has been resolved.